Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm during the load sequence. Reportedly, the customer had followed the prompts when removing and loading the cartridge. The same cartridge was reloaded to address the cartridge alarm and subsequently, an additional alarm occurred. A new cartridge was loaded onto the pump resolving the alarms. The customer's blood glucose level was 400 mg/dl.